Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device analysis summary: visual analysis of the returned device noted a crack is observed at the 3 mm luer lock level. Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported during patient injection with one syringe of juvéderm® ultra xc the product started coming out of a crack on the side of the syringe about 6ml above the hub and after the injection the injector observed a crack in the syringe where the product was coming out. Patient contact was made. No injury to the patient or injector. The needle from the package was used.